Manufacturer narrative:
(B)(4). One used inflator syringe, without packaging, was received for evaluation. The syringe was received with the stopcock still attached and in the open position. The returned sample set-up (with stopcock still attached) was subjected to syringe pressure testing according to specification with acceptable results. During this testing, there were no issues noted with the inflator gauge or dial during inflation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports during inflation, the gauge suddenly indicated off-scale high. The syringe was then deflated and another attempt was made for inflation. However, the gauge was no longer working. Another syringe was obtained to complete the procedure without further problem.